Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is wear and tear of the device, considering its manufacturing date of 2020. These factors may have contributed to the breakage, potentially due to prolonged use, repeated handling, or degradation over time. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/23/2025, a sales representative reported via (B)(6) that an ar-9621-30t 30 mm tap broke. This occurred during a reverse total shoulder arthroplasty procedure on (B)(6) 2025 while tapping the glenoid the end of the part broke off. The broken part was not discovered in patient on x-ray. This did not slow down surgery. The case carried on and was completed successfully.